Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the mfg process. Device discarded. Not returned for eval. The event has not been confirmed; no product was returned for eval.

Event description:
It has been reported to us that during procedure the wire became damaged when placing the lead. During the procedure the guidewire was unable to be withdrawn from the left ventricular lead. The guidewire was cut and remained in the pt's left ventricular lead.